Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture appears to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 18 pta catheter device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified right superficial femoral artery. Both armada 18 balloons (6.0x120mm and 6.0x100mm) ruptured at 10 atm during the first inflation. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.